Manufacturer narrative:
The insulin pump was received with intermittent act and down arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The device was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alarm and the buttons are very hard to press. Troubleshooting for keypad anomaly was performed. Customer advised the act, up and down buttons are very hard to push. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.